Manufacturer narrative:
Clarification d.6b explant date: only year of 2023 provided. Default to (B)(6) 2023. Additional, corrected and/or changed data.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.

Manufacturer narrative:
The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported left side capsular contracture baker grade unknown. Device remains implanted.